Manufacturer narrative:
After further clinical review, this event was reassessed and determined to be not MDR reportable. Although, this event is not MDR reportable, an initial MDR has already been submitted; therefore, this supplemental report is being submitted to document the change in reportability and any new or additional complaint details. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a procedure the recanalization catheter allegedly would not screw onto the transducer. Another catheter was used with the same capital equipment to perform the procedure. There was no patient involvement.